Event description:
It was reported that a patient experienced cloudy effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the cloudy effluent was unknown. The patient was hospitalized for the event. Treatment and patient outcome was not reported. It was reported that pd therapy was discontinued and the patient was switched to hemodialysis. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4).